Event description:
Medtronic received a report that the pipeline flex with shield technology stent distal end failed to open and was stuck on the distal protective sleeves. The patient was undergoing surgery for treatment of an unruptured, amorphous, right internal carotid artery (ica) cavernous segment aneurysm with a max diameter of 12 mm and a 7 mm neck diameter. The landing zone arterial diameter was 4.6 mm distally and 4.8 mm p roximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was reported as stasis was observed in the aneurysm sac. Microcatheter was placed across the neck of the aneurysm. Device was taken into it. Initial deployment was done. It was observed that the ptfe sleeve did not leave the device and the rest of the device was getting open. Device was re-sheathed in the microcatheter and a few attempt were done to deploy. Ptfe sleeve did not leave the device even after opening the device up to certain amount of opening. The pipeline was resheathed and removed from the patient with the microcatheter. The product was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed less than 50% when it failed to open, and was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.